Manufacturer narrative:
The reported event of needle insertion difficulty was confirmed. Resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the needle insertion difficulty is consistent with not following the instructions for use.

Event description:
This report is to advise of an event of skived material on the dilator during analysis confirming the reported needle insertion difficulty.